Event description:
It was reported that a patient was burned on the inside of the cheek after coming into contact with a handpiece head that reportedly overheated during placement of a composite restoration. No intervention was required to treat the burn.

Manufacturer narrative:
Though no medical intervention was required to treat the burn in this event, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.